Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that he had low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. After the troubleshooting was done, customer was advised to speak with healthcare provider the low blood glucose. The customer was advised to monitor the insulin pump.